Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0llhl, implanted: (B)(6) 2014, product type: lead; product ID neu_un known_prog, lot# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the patient¿s device was not working. There was a loss of therapeutic effect and the patient stated her symptoms had returned and they were twice as bad as before. The issue started approximately 2 day prior to the call. The patient was soaked at the time of the call. The return of symptoms was noted as sudden. There were no falls or traumas the patient was aware of but she had been picking up her granddaughters. The patient said it was like the device was off and when the patient was advised to check, the implantable neurostimulator stimulation off icon was seen. The patient turned stimulation on and increased it. The patient inquired how the device could have gotten shut off and it was reviewed the stimulation off button could have been accidentally pressed but the patient didn¿t have the programmer when her symptom s returned. The patient was redirected to their healthcare professional. Further follow-up is being conducted and if additional information is received regarding this event a follow-up report will be sent.